Event description:
It was reported the ultrasound system was not available during a critical procedure. The epiq cvxi system was being used with a verisight ice catheter and an x5-1c transducer for a watchman cardiac procedure. When switching back from using the x5-1c transducer to the ice catheter, the image became blurry and unusable. The user attempted to improve the image by plugging the catheter into different ports and also using different system presets. Then the decision was made to reschedule the procedure. The system was then rebooted, which resolved the imaging issue. There was no patient or user harm associated with this issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation to determine the reported failure was performed. The workflow described by the customer was tested, but the reported issue was not able to be reproduced. The ice catheter was evaluated and tested, finding it was working as intended. The system has returned to service with no similar issues reported.